Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 13 pro max / 2.5.2 / ios_18.6.2.

Event description:
It was reported that the wake button on the pump was delayed in responding to being pressed and required multiple presses before the pump screen can be turned on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.